Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: not underwent". The patient's concurrent conditions included other disorders of intestine, diabetes, high cholesterol and spina bifida. Concomitant products included atorvastatin, gabapentin, metformin since 2016 and vitamin d nos (vitamin d). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal heavy bleeding / abnormal bleeding ( menorrhagia)"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dermatitis allergic ("allergic or hypersensitivity reaction type: itching vagina"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), spina bifida ("essure worsened previous existing injury condition: spina bifida"), abdominal pain lower ("severe cramping"), alopecia ("hair loss"), anxiety ("anxious"), depression ("depressed") and abdominal pain upper ("pain in stomach"). The patient was treated with surgery (uterus and right tube hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, abdominal pain lower, alopecia, anxiety, depression, mood swings, abdominal pain upper, vaginal haemorrhage, dermatitis allergic, female sexual dysfunction, migraine, dysmenorrhoea and dyspareunia outcome was unknown and the spina bifida had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, mood swings, spina bifida and vaginal haemorrhage to be related to essure. The reporter commented: it is likely that she will need to undergo additional surgical intervention as a result of her essure implant. Job leave / disability benefits - nature of claimed injury/disability: disability. Basis of plaintiff claim: unable to work due to medical issues (unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: not underwent". The patient's concurrent conditions included other disorders of intestine, diabetes, high cholesterol and spina bifida. Concomitant products included atorvastatin, gabapentin, metformin since 2016 and vitamin d nos (vitamin d). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal heavy bleeding / abnormal bleeding ( menorrhagia)"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dermatitis allergic ("allergic or hypersensitivity reaction type: itching vagina"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), spina bifida ("essure worsened previous existing injury condition: spina bifida"), abdominal pain lower ("severe cramping"), alopecia ("hair loss"), anxiety ("anxious"), depression ("depressed") and abdominal pain upper ("pain in stomach"). The patient was treated with surgery (uterus and right tube hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, abdominal pain lower, alopecia, anxiety, depression, mood swings, abdominal pain upper, vaginal haemorrhage, dermatitis allergic, female sexual dysfunction, migraine, dysmenorrhoea and dyspareunia outcome was unknown and the spina bifida had not resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, anxiety, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, migraine, mood swings, spina bifida and vaginal haemorrhage to be related to essure. The reporter commented: it is likely that she will need to undergo additional surgical intervention as a result of her essure implant. Job leave / disability benefits - nature of claimed injury/disability: disability. Basis of plaintiff claim: unable to work due to medical issues (unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: this case become serious incident. Mr received. Reporter information were added. Device information was added. Event: essure worsened previous existing injury condition: spina bifida was updated as non-serious. Removal details were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.